Event description:
The customer's mother called to report that her daughter's pod had initiated an occlusion alarm four hours after it was activated. Despite the alarm, no kink or blood was seen in the cannula. The user experienced a high bg reading (305mg/dl) despite having administered a correction bolus. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filed with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.